Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and rupture. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old black or african american female patient underwent revision breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii, and bilateral breast implant rupture postoperatively; diagnosed after physical exam, and MRI results. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On february 14, 2025, mentor became aware that devices were grossly intact with evidence of silicone gel micro-bleed, and the replacement devices used on (B)(6) 2025 were catalog number 3504004bc; serial number (B)(6) on the right side, and catalog number 3504004bc; serial number (B)(6) on the left side. Device problem code under field h6 has been updated to "gel leak" on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and gel leak. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).